Event description:
It was reported that a pump declared a cartridge change error. The customer's blood glucose level was within a normal range, not exceeding 500 mg/dl. The customer's mother did not have the pump available to technical support at the time and planned to follow up if the issue persisted, with no further action needed.